Event description:
In 2007, pci to lad - visualization via ivus; distal & mid lad - 3 overlapping cypher stents. After poc. - unresponsive decrease in bp, apneic iabp placed, CPR, in epi & depa stabilized; dc home two days later, readmitted thirteen days later with cp, sob; stemi, rec'd tnk; then cath'd complete occlusion of mid lab and distal lad at site of stents decided to treated medically tr back the following day.